Event description:
The device was used during an unspecified procedure. Reportedly, the staple line did not hold. The surgeon manually sutured to complete the procedure. The hosp has reported no pt injury occurred.